Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split vertically. The following information was provided by the initial reporter: when placing an IV catheter upon unsuccessful attempt. When taking catheter out of skin noted the plastic sheath was split vertically and bent.¿

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 22g x 1.00in. Insyte autoguard bc catheter assembly from lot number 3024402. No damage can be seen on the catheter based on the photo. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split vertically. The following information was provided by the initial reporter: when placing an IV catheter upon unsuccessful attempt. When taking catheter out of skin noted the plastic sheath was split vertically and bent.¿